Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 490 mg/dl. Cause was not known. Customer attempted to self treat and gave a bolus via pump, changed supplies, switched to a new insulin vial and gave a manual injection. Customer required assistance to address bg and received a manual injection from urgent care. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.